Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support, however, customer did not respond.